Event description:
The facility reported a pump with a "damage battery service now" message. The condition occurred while in pt use. During an infusion the alarm sounded and the pump was switched out for a second pump. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of damaged battery service now alarm was confirmed. Failure codes 814:01 and 570:320:654:0000 were manifested in event history. Inspection of the pump revealed the damaged battery alarm and failure 814:01 and 570:320:654:0000 were caused by depleted batteries. The main batteries and battery harness were replaced in the pump to correct these failures.